Manufacturer narrative:
On(B)(6)2020, the product investigation was completed. It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva) requiring thrombectomy. During the procedure, there was a rise in the impedance from about 150-160 ohms to 200+ ohms on the carto 3 system and smartablate generator while delivering radio frequency therapy. The smartablate generator cut the ablation off twice due to the rise in the impedance. There were no temperature or flow issues on the catheter. The smart touch® sf bi-directional navigation catheter was removed from the patient¿s body and char was noticed attached to the end of the catheter. The physician cleaned the char, flushed the catheter and continued the procedure with the same catheter. About 4 hours post-procedure, the patient developed cva like symptoms. A CT was performed to confirm the presence of a clot at an unknown location. Thrombectomy was done to remove the clot from the patient¿s body. The patient remained hemodynamically stable throughout the procedure and after the unknown treatment, the cva like symptoms returned to baseline. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered. Device investigation details: according to pictures provided by customer, only a char particle was observed on the picture. The photo does not provide sufficient information related to the stroke-like symptoms and the rise in impedance events reported by the costumer and therefore no result can be obtained from it. Since not lot information is available, the mre cannot be performed. Customer complaint was confirmed however, the device has not been returned for analysis, therefore, it is not possible to determine the root cause of the failure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000705170

Manufacturer narrative:
During an internal review on june 24, 2020, a correction was identified to the 3500a initial report in h10. Initially reported in the 3500a initial, ¿the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed.¿ however, it should have stated, ¿the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva) requiring thrombectomy. During the procedure, there was a rise in the impedance from about 150-160 ohms to 200+ ohms on the carto 3 system and smartablate generator while delivering radio frequency therapy. The smartablate generator cut the ablation off twice due to the rise in the impedance. There were no temperature or flow issues on the catheter. The smart touch® sf bi-directional navigation catheter was removed from the patient¿s body and char was noticed attached to the end of the catheter. The physician cleaned the char, flushed the catheter and continued the procedure with the same catheter. About 4 hours post-procedure, the patient developed cva like symptoms. A CT was performed to confirm the presence of a clot at an unknown location. Thrombectomy was done to remove the clot from the patient¿s body. The patient remained hemodynamically stable throughout the procedure and after the unknown treatment, the cva like symptoms returned to baseline. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was biosense webster, inc. Product malfunction related. The generator was used in power control mode. 40 watts for 30 seconds lesions for the anterior wall. 40 watts for 20 seconds lesions for the posterior wall. The total length of each ablation lesion was 30 seconds. The pre-ablation high setting was of 2 seconds. The settings used with the visitag module were respiration adjusted, stability range 2mm and stability time 3 seconds. The color option used prospectively was tag index (surpoint). The patient was anticoagulated per recommended for afib procedures. The contact force was at 20 grams in average. Heparinized normal saline was used as the irrigation fluid. No other type of saline was used during the procedure. Since this event is life threatening and could lead to permanent damage to a body structure and permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable. Char was assessed as not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The high impedance issue was assessed as not MDR reportable. If the generator reads high impedance (higher than the user selected impedance cut-off value); however, detects it and stopped the ablation, then the potential risk that it could cause or contribute to a death or serious injury was remote.